Event description:
This complaint was received as follows: it was found out that a patient was not properly ventilated during use at surgery, yet it did not become a serious matter as it was found out immediately after intubation.

Manufacturer narrative:
The patient was reported not to have been 'properly ventilated' during surgery. It was not mentioned in the report if the ett was blocked or occluded at any point along its length. The malfunction was caught soon after intubation hence, no harm came to the patient. Based on the available information, our medical determination is that this is serious malfunction; because a blocked or occluded ett leading to poor ventilation may lead to serious health consequences for the patient if not discovered in good time. From a clinical perspective, a causal relationship between the endotracheal tube and this event is deemed possible. The malfunction may also necessitate an emergency extubation and re-intubation of the patient thereby delaying surgery and prolonging the duration of the procedure. Reported to the FDA on february 27, 2013.